Event description:
The pt's mother reported, that the pt has had a csf leak and seroma to the left side of her spine next to the catheter insertion site. She reported that, the incision had been leaking a steady stream of fluid for over an hour. The seroma was reported to stick out 2-3 inches and was about the size of the pt's mother's hand. The pt was also experiencing symptoms of drowsiness, headache, loss of bladder control and some times blood in her urine, nausea and lack of effect with increased spasms. The pt's mother also reported, that these symptoms have been ongoing since the pt's catheter replacement in 2007, and that the pt is in bed most of the time. The pt's pump contained baclofen. Add'l info rec'd from the pt's mother reported that the pt is now hospitalized. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
.